Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an empty cartridge alarm occurred. Reportedly, the customer was not expecting the cartridge to be out of insulin. Additionally, it was reported that the pump fill estimate was inaccurate. The customer reported being connected to the infusion set tubing during fill tubing. Blood glucose (bg) was 31 mg/dl for this event. The customer additionally reported a bg of 41 mg/dl and the customer was unsure of the cause. Reportedly, the customer's wife helped the customer drink a carbohydrate drink to address bg. At the time of report, bg was 451 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level of 41 mg/dl was recorded during bolus request. User did not utilize the cgm option of the t:slim x2 g5 pump. Cartridge change sequence was completed one hour before low bg level was recorded. There were no irregular bolus requests made. Basal rate was set to .48 units of insulin per hour throughout the entire day. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. Basal rate setting may need to be adjusted throughout the day to compensate for daily activities. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.